Event description:
No new information has been provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated: b5, d4, d8, h2, h3, h6, h11. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, and a definitive root cause of the reported issue could not be determined. However, it is most likely that the reported issue was due to probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope displayed a b30 scope communication error during preparation for use before the patient was sedated or in the room. There were no reports of patient involvement.